Manufacturer narrative:
Method - segmentation review, jig review. Results - segmentation review indicated the segmentation was too loose in the trochlear groove. Jig review indicated the guides were correctly designed. Conclusion - loose fit of the guide allowed for internal rotation and false locking at the wrong place. The patient's knee is essentially devoid of osteophyte being remarkably smooth without definitive edges. The lack of edge definition allowed the guide to slide easily from external to internal positioning resulting in internal guide rotate.

Event description:
Femur guide was internally rotated. Had to adjust cut to compensate.